Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign material in air/water cylinder and air/water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the clogged air/water nozzle could not be determined. It was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). There was no physical damage to the area where the foreign material remained. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in cf-hq1100dl/I operation manual chapter 3 "preparation and inspection"; IFU states prevention measures in cf-hq1100dl/I reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water cylinder and white foreign material in the air/water tube. There were no reports of patient involvement.